Manufacturer narrative:
A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicates there were no additional complaints for the reported issue. Three probe samples were returned for evaluation. All three probes had nonconforming cut performance issue. The root cause for the probe not cutting cannot be determined from this evaluation for two of three probes. The mostly likely cause for the poor cutting is from a worn inner cutting edge from damage or an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutting. These likely causes also were a factor for the actuation and the one aspiration nonconformance. The third probe did not cut well as the probe had already been in use for approximately 120 minutes, compared to the normal vitrectomy portion of the procedure which is typically less than 20 minutes using the probe. An investigation has been completed and actions implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the probe would not cut and aspiration working during three cases. The product was replaced and cases completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.